Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation and asthma (new or worsening). Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleged eye irritation and asthma (new or worsening). Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Product investigation laboratory was able to confirm the presence of degraded sound abatement foam. During the evaluation product investigation laboratory observed 0 errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Air inlet filter missing. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The issue of degraded sound abatement foam is addressed by CAPA 7211. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.